Event description:
Rptr called on behalf of her husband who had received the er1 message once. Rptr stated she had received the er1 message on "numerous occasions" using the control solution. Rptr uses good technique so it was unknown as to why she would receive the er1 message using control solution. Rptr stated she did check the confirmation dot and the result showed a blood glucose value of 180 mg/dl.